Event description:
While servicing the ventilator, the manufacturer's service technician noted a diagnostic code in the ventilator's log history indicating an oxygen valve stuck closed. The customer did not report the occurrence during any previous usage. When questioned about the finding, the customer reported they were unsure if the ventilator was in use at the time, however there was no patient harm reported. The service technician was unable to duplicate the finding. Extended self testing (est) and applicable testing was performed and all testing passed per operating specifications.